Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent issues with the pump history tracking data despite the pump being in use. At the time of the report with tandem technical support the pump history was functioning as intended. Customer's blood glucose level ranged from 140 mg/dl to 300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.